Event description:
It was reported that incorrect amount of insulin was delivered. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and technical support documented reported issue and closed case with no additional actions taken.